Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d; unused/boxed unit) was removed from storage and interrogated via inductive telemetry and found with a battery voltage reading of 2.94v. It was reported that the box labeling indicated the voltage should be 3.25v.